Event description:
During a ptca treatment procedure, the maverick2 monorail 15/2.0 mm balloon became stuck on the whisper ls guidewire after inflation to 12 atms. The lesion being treated was a 99% stenotic lesion in the distal right coronary artery. The balloon and guidewire were removed as a unit. The whisper guidewire was forcibly removed from the maverick2 monorail balloon. The maverick2 monorail balloon was replaced with a sprinter balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.